Event description:
Healthcare professional (hcp) reported patient was injected with skinvive¿ by juvéderm® in the cheeks. After the injection, hcp notices the area with a mottled like livedo reticularis however hcp was unsure whether it was vascular issue or bruising. The patient was not treated. Three days later, the issue had not improved. Hcp attempted to dissolve the filler using about 6-7 vials of hyaluronidase with a needle into the facial artery. The patient was also treated with warm compresses and aspirin. The area showed some minor improvement, it did not fully resolved. A few days later, the issue appeared lighter but still present. There are no signs of necrosis or tissue discoloration. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h6 type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.